Event description:
It was reported that the user experienced reduced responsiveness of the pump wake button and unexpected prompts to perform a second rewind during cartridge changes, along with a temporary absence of cgm sensor readings that resolved after guidance to toggle cgm settings and enter the sensor code. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included restoration of sensor readings, continued pump use, and no alerts or alarms during the events. Investigation included remote troubleshooting and user education, including a pump restart, instruction on light touch activation of the wake function, observation for double rewind prompts, and cgm setup steps. Investigation of this case revealed no persistent malfunction after restart or cgm reconfiguration, and performance returned to expected operation with normal sensor data display. It was concluded that user interface interaction and transient software behavior are the most likely causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.